Event description:
There was no delay and no reports of patient harm. There is no evidence that a life-threatening event occurred, that a patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the unit failed to power on due to a faulty power supply, as it made a popping noise and emitted a burning smell. The event can be prevented by following the instructions for use (IFU): [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source unit made a "popping noise" and released a burning smell into the air. The issue occurred during a therapeutic colonoscopy procedure. There was a 15 minutes delay and the patient was under moderate sedation. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.